Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's navigational buttons failed to respond as designed. The device was not in patient use. The device's front panel/keypad led board was replaced to address the issue.